Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer's insulin was initially suspended due to the alarm, but technical support guided the caller through steps to clean the pump's speaker holes and reconnect the cartridge. After following these instructions, the caller was able to resume insulin delivery, and the pump returned to normal operation. No recurrence of the alarm was noted, and tips for preventing future altitude alarms were provided and acknowledged by the caller.